Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the recorded basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/09/2015-device evaluation:the pump has been returned and evaluated by product analysis on 04/01/2015 with the following findings:a review of the pump basal history indicated a 0 unit basal delivery at a time when the pump was primed. During testing, the pump was successfully exercised for 24 hours with a 1 unit per hour basal delivery setting. The pump accurately delivered as it was programmed. The complaint was not duplicated, and no defect was found.